Manufacturer narrative:
Investigation determined that user created an unanticipated scenario during the workflow which caused unintended behavior from the software. As part of ongoing improvement efforts, spectrum medical will consider this event in future software updates.

Event description:
User reported that preset button for volume removal resulted in an incorrect action, causing volume to be delivered to the patient instead. The user was able to utilize another feature of the system to resolve the issue and there was no patient harm.

Manufacturer narrative:
This event is being reported pending the results of an investigation.

Event description:
User reported that preset button for volume removal resulted in an incorrect action, causing volume to be delivered to the patient instead. The user was able to utilize another feature of the system to resolve the issue and there was no patient harm.